Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio flex read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017 she obtained results of ¿121, 181 and 194mg/dl¿ on the subject meter, within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for precision. The patient did not take any medications to manage her diabetes at the time of the issue however from ¿three weeks¿ prior to contacting lifescan she had consumed less food and drink. The patient denied developing any symptoms as a result of the issue, however stated that on (B)(6) 2017 she visited her doctor¿s office, where she was prescribed ¿10 units of insulin (unspecified), 20 units humulin n insulin and 10 units of humulin r insulin¿ to start taking as part of her diabetes management routine. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient¿s products were replaced and requested back. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury adverse event nor receive any medical intervention for an acute diabetes excursion. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.